Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. An attempt was made with two separate programmers to no avail. The caller also noted that the device did not trigger an audible tone with the application of a magnet and they were unsure when the device went to recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.